Event description:
It was reported that balloon deflation failure occurred. The mildly calcified target lesion was 100% occluded and located in the distal superficial femoral artery (sfa) / popliteal artery. Atherectomy and balloon angioplasty with a 5.0mm balloon was performed. A non-boston scientific (bsc) stent was implanted. The stent was double layered over a previously placed non-bsc stent, and the new stent had folded onto itself during its deployment. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced to post dilate the stent. The sterling was passed over the wire and inflated once to approximately 10 atmospheres, in a normal looking portion of the stent; however, the balloon failed to deflate. The physician tried several methods and devices and could not deflate the device. Finally, the physician was able to rupture the balloon using a non-bsc re-entry device. The device was removed intact. The procedure was successfully completed. There were no patient complications. It was further reported the stent remained patent and was asymptomatic one week post procedure.

Event description:
It was reported that balloon deflation failure occurred. The mildly calcified target lesion was 100% occluded and located in the distal superficial femoral artery (sfa) / popliteal artery. Atherectomy and balloon angioplasty with a 5.0mm balloon was performed. A non-boston scientific (bsc) stent was implanted. The stent was double layered over a previously placed non-bsc stent, and the new stent had folded onto itself during its deployment. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced to post dilate the stent. The sterling was passed over the wire and inflated once to approximately 10 atmospheres, in a normal looking portion of the stent; however, the balloon failed to deflate. The physician tried several methods and devices and could not deflate the device. Finally, the physician was able to rupture the balloon using a non-bsc re-entry device. The device was removed intact. The procedure was successfully completed. There were no patient complications. It was further reported the stent remained patent and was asymptomatic one week post procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter stuck inside a merit 6f sheath. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen is separated 159cm from the tip and the inflation lumen is separated 165.7cm from the tip. The hub and proximal section of the shaft are missing. There are multiple buckling, kinks, and stretched sections along the shaft. Microscopic examination revealed that the tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that could have contributed to the reported event.